Event description:
It was reported that when an asymptomatic patient presented in clinic, loss of capture was observed. Diagnostic imaging showed the lead had dislodged. Patient has a history of twiddlers syndrome. The lead was explanted and replaced when lead repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.